Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13599 and 3005099803-2013-13598 address these devices. It was reported to boston scientific corporation that two resolution clips were used during a procedure. According to the patient, during the procedure, two resolution clips were placed on the patient¿s ileocecal valve following the removal of a polyp. According to the patient, she had bad abdominal cramps and back pains after the procedure. The patient has not taken any medication to alleviate the pain. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.